Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and stomach virus on (B)(6) 2018 with blood glucose of 248 mg/dl. Customer¿s blood glucose was 210 mg/dl at the time of incident. The customer was treated with insulin drip. Troubleshooting was declined by the customer for high blood glucose. Self test was performed. The insulin pump will not be returned for analysis.